Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent an scs permanent implant procedure on (B)(6) 2016. Following the procedure, the patient experienced post-op/procedure related pain that overwhelmed the patient. As a result, the patient committed suicide that night.